Event description:
Device 1 of 2; reference MFR report # 1627487-2019-01292.

Event description:
Device 1 of 2: reference MFR report # 1627487-2019-01292. It was reported that patient went to ER and physician believed the wound dressings were compromised and did not feel comfortable leaving in the leads. In turn, physician explanted both leads. Product and patient information is currently unknown and will be updated when more information becomes available.